Manufacturer narrative:
No product was returned. A review of the device history record was not possible since the lot number was unavailable. Based on the information received, the cause of the reported incident could not be conclusively determined. The angio-seal device instructions for use (IFU) caution the user to observe sterile technique at all times when using the device. The use of the device where bacterial contamination of the procedure sheath or surrounding tissues may have occurred may cause infection. Any sign of infection at the puncture site should be taken seriously and the pt monitored carefully. Surgical removal of the device should be considered whenever an access site infection is suspected. The angio-seal device pt's information guide, which the pt is instructed to carry with them for the 90 days state; some bruising or discomfort is common during the healing process after intravascular procedures; however, if any of the following symptoms are experienced the pt is to contact their physician immediately at the number listed on their pt information card: fever, bleeding, persistent tenderness in the groin or swelling, redness and/or warm to touch, numbness, tingling or pain in the extremity when ambulating, rash, wound drainage, or any other unusual symptoms.

Event description:
It was reported that an angio-seal was deployed post angiogram. Three days later, the pt presented back to the hospital complaining of nausea, vomiting and tenderness in the right groin. The pt had a low grade fever and the white blood cell count was slightly elevated. The pt was admitted to the hospital and was given IV antibiotics. Three days later, the pt still had a fever and drainage from the right groin. A surgeon was consulted the next day and the pt consented to surgical exploration and possible arterial repair. Surgery was performed one day after that (eight days after the initial angiogram) for an infected hematoma and evacuation and removal of the angio-seal. The pt was recovering.